Event description:
Caller reported that intermittent occlusion alarms occurred. Reportedly, the customer is using fiasp insulin. Customer changed the supplies as needed and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.